Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the patient had their device on during work on (B)(6) 2017, but turned it off while driving. The patient was driving on (B)(6) 2017, when they were rear-ended. When the patient went to turn their device back on the next day, (B)(6) 2017, their stimulation was not working on the right side (program a). The patient has an appointment with the physician on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding the patient. It was reported that the patient was in a car accident on (B)(6) 2017, and since then they have lost stimulation in their right side. They noted that program a for their right side is not working, but program b for their left side is still working. The loss of stimulation was considered sudden. The patient was redirected to their healthcare provider to have their device checked. No further complications were reported. The patient was implanted for non-malignant pain.

Event description:
Additional information was received from the patient reporting that they were in an auto accident on (B)(6) 2017 which was a conflicting date to what was previously reported ((B)(6) 2017). Since then their therapy/stimulation had been ¿out of whack.¿ the patient stated that they met with a manufacturing representative (rep) and were reprogrammed. The patient stated that worked a little, but then it quit helping them again as of (B)(6) 2017. It was stated that it wasn¿t working on their right leg at all. It was reported that they had tried all of their groups, a through d and they don¿t help. Troubleshooting was done over the phone. The patient was walked through adjusting program 1 (p1) and 2 (p2) on group d. It was confirmed that p1 was for their left side and p2 was for the patient¿s right side. During troubleshooting the patient decreased p1 to 0v and stated, ¿it shocked them¿ ((B)(6) 2017). To start with the patient decreased both p1 and p2 to 0v. It was confirmed that the patient did not want to have stimulation on their left side so they left p1 at 0v and just increased p2. It was reported that this resolved the patient¿s issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the patient will be seen by the physician on (B)(6) 2017. No further complications were reported.